Event description:
A 2.5mm diameter x 24 mm length micro driver mx2 coronary stent system was inserted into a patient for the treatment of a lad lesion. The lesion was reported to be moderately tortuous with severe calcification and 80% stenosis. It was reported that the lesion was pre-dilated multiple times. It was reported that the physician was attempting to reach the lesion, but was unable to cross with several different stents. The physician was able to deploy a stent at the lesion site, however, he needed to finish the vessel with a second stent. The physician attempted to cross the lesion with a drv25024mx and was unable to overlap the first stent that he had implanted; he met with significant resistance. The physician was attempting to remove the delivery system when stent came off of the balloon. The physician was unsuccessful at attempting to retrieve the dislodged stent. A balloon was inflated to appose the undeployed stent to the vessel wall; a stent was also deployed in that location. This completed the case and helped secure the undeployed stent in place. No additional clinical sequelae were reported and the patient is fine. Medtronic has received the device and its analysis has been completed. The stent was not returned, and the balloon had not been inflated. The returned device investigation revealed that there was evidence that the stent had been adequately mounted on the delivery balloon. The tip of the device and the proximal pillow were damaged.

Manufacturer narrative:
Evaluation: patient's condition affected effectiveness of device (moderately tortuous with severe calcification and 80% stenosis). Inherent risk of procedure (stent dislodgement). Evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (moderately tortuous with severe calcification and 80% stenosis).